Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-131 -extremely low glucose value note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for lo blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did/ did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was refused by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). Customer refused to provide an expected range and certain other pertinent information.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-131 -extremely low glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Correction: product was received and evaluated. Add date of received and evaluated to yes.

Event description:
Consumer reported complaint for lo blood glucose results. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did/ did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was refused by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed.the meter memory was reviewed for previous test result history: result 1:lo date:(B)(6) 2018, time:11:21am n/fasting (wife's), result 2:lo date:(B)(6) 2018, time:11:19am fasting, result 3:lo date:(B)(6) 2018, time:8:46am fasting, result 4:138mg/dl date:(B)(6) 2018, time:8:59pm unknown, result 5:176mg/dl date:(B)(6) 2018, time:8:51am unknown. Customer refused to provide an expected range and certain other pertinent information.